Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and found it to function within specification. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when changing from manual ventilation to mechanical ventilation, delivered tidal volume for the first breath is larger than expected. There was no reported patient injury.